Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump black box showed evidence that multiple occlusion alarms had occurred on (B)(6) 2015 related to high force beginning at 06:16; deliveries resumed at 08:11. During testing, the pump performed the rewind, load, and prime steps without alarms. The force sensor calibration test confirmed that the pump was detecting force correctly. The pump was exercised for 24 hours without occlusion or other alarms occurring. A flow accuracy test was performed and confirmed the pump was delivering within required specifications. The pump was opened and no internal damage was observed.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose up to 28 mmol/l with no symptoms or ketones related to occlusion alarms and rewind issues. The reporter indicated that the pump was unable to complete the prime steps after the tubing and cartridge were replaced and the reporter confirmed that the cartridge and tubing could be manually primed without issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with an occlusion/rewind issue.